Event description:
It was reported by service report that the bed's motor functions were not working. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: IV pole was wedged into the right side traction mounting hole, disabling motor functions.